Manufacturer narrative:
The operator¿s manual includes instructions for proper set up for the footswitch: footswitch hanger / charging station: when out of use, the wireless footswitch hangs on the back of the system. If used wirelessly, its internal lithium ion battery is charged inductively through the rear panel. If wired to the system, and system power is turned on, the footswitch battery is charged through the cable. Charging footswitch battery: the footswitch battery can be charged using two different methods: the footswitch can be charged wirelessly by cradling it on system footswitch hanger on the rear panel of the console. The footswitch can be charged by cabling it to the connector at the bottom of the front panel. With system power turned on, the battery will be charged through the cable. Pairing footswitch with system: to change the wireless footswitch channel, the footswitch must first be cradled onto the back of the system. This "pairs" the footswitch with the system and allows the wireless footswitch channel to be changed in the custom/system settings/wireless tab. Note that since the wireless footswitch and other wireless devices (sgs, hdmc, microscope) share the same network, changing the wireless channel for the footswitch will require a re-pairing of the other devices (see custom/system settings/pairing tab). The system wireless footswitch is powered by an internal battery. When first attempting to use this footswitch wirelessly with the system, it is important that the battery have an appropriate charge. If the battery is not charged adequately, the system may not recognize the footswitch, and wireless use with the system cannot be guaranteed. The operator¿s manual includes warnings and cautions: there are no user serviceable components inside the system console or footswitch. Refer all service issues to your factory-trained service engineer. In the event of a system error release footswitch to the up position. If required, the footswitch may be wiped with alcohol, mild soap and water, or any germicidal solution that is compatible with the plastic parts. Route the footswitch cable properly to avoid tripping. Never pick up or move the footswitch by the cable. Dropping or kicking the footswitch can cause irreparable damage. The company representative confirmed the system message code and replaced the footswitch to resolve the issue. The footswitch was returned for an evaluation. However, the root cause of the reported event of the system message (sm) displaying is known. Therefore sample evaluation was not required. The footswitch was manufactured on april 30, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to wear/reliability issues with the footswitch, in which fluid ingress is able to enter the footswitch, causing the sm. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, a system advisory displayed after the surgeon injected the viscoelastic, in the right eye. The staff went through the process of checking everything and called technical support line, however, the case could not be completed. The surgeon removed as much viscoelastic as possible. The patient was seen the following day, and the eye pressure was very high. The patient was admitted to the hospital and a secondary procedure was performed to complete the original procedure. The patient outcome is good. Additional information was received from the customer reporting the secondary procedure required the patient¿s corneal epithelium to be scraped off to complete. Her vision has still not returned to expected levels as of her last visit. There were no predisposing ocular conditions.